Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported to the philips response ctr (rc) that the device is displaying error code 10003, which is associated with a cycle power message. There was no pt involvement.